Event description:
It was reported that the pump delivered 0.00 units per hour basal rate overnight. The basal history showed 0.00 basal rate from 11:22pm until 4:47pm. A family member reported that she saw a message that basal profile was empty. She confirmed with customer support that the 1-weekday basal rate profile was active and no 0.00 unit settings were programmed in a-1 weekday profile. The family member stated that she did not activate any of the other basal rate profiles and did not re-activate the 1-weekday profile. She stated that the patient did not activate another basal program. Review with the family member confirmed no alarms in the history, no temporary basal rates programmed, and no pump suspensions. The family member confirmed that the pump was not left in the edit basal mode inadvertently. There was no adverse event associated with this complaint. A family member reported that the patient's blood glucose (bg) was 400 mg/dl after the event; she delivered a correction bolus with the pump and the patient's bg resolved. She did not report symptoms of hyperglycemia, the presence of ketones, or the need for medical intervention. This complaint is being reported because the pump delivered 0.00 units per hour of basal rate without known cause.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump's black box history shows that a blank basal program 3 was activated on (B)(6) 2011 at 11:20 pm, and that basal program 1 was resumed on (B)(6) 2011 at 4:56 pm. The pump was exercised for 24 hours with no insulin delivery issues; the pump did not change basal rates during testing. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. The initial reporter was a family member (B)(6) who has the same contact information.